Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving several no delivery alarms and noticing bent cannulas. Customer also experienced high blood glucose readings of over 600 mg/dl and has treated with a manual injection. No further information reported.